Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged.